Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a guide wire fracture occurred. The 80% stenosed lesion was located in the moderately calcified and mildly tortuous peroneal artery. The physician advanced the pt graphix guide wire across the lesion. Next, another manufacturer¿s balloon was advanced up to the lesion, however, it was noted that the physician encountered difficulties while attempting to position the balloon in the lesion. During manipulation of the balloon, the tip of the pt graphix detached and migrated into the distal peroneal artery. The physician used a loop snare to retrieve the detached wire fragment. No patient complications were listed and the patient¿s status was reported as ¿ok¿.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a guide wire fracture occurred. The 80% stenosed lesion was located in the moderately calcified and mildly tortuous peroneal artery. The physician advanced the pt graphix guide wire across the lesion. Next, another manufacturer¿s balloon was advanced up to the lesion, however, it was noted that the physician encountered difficulties while attempting to position the balloon in the lesion. During manipulation of the balloon, the tip of the pt graphix detached and migrated into the distal peroneal artery. The physician used a loop snare to retrieve the detached wire fragment. No patient complications were listed and the patient's status was reported as 'ok'.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was received in two segments consisting of the detached 1.3cm distal segment along with the remaining portion of the wire. A visual inspection of wire revealed two kinks located 1cm and 27cm proximal to the fracture site. The outer diameter of the wire was measured and was within specification. The distal and proximal fracture sites were examined using sem analysis. The results revealed that the fracture site exhibited a noticeable bend showing both compression and tension sides of the wire and elongated dimple ruptures in a twist or torsional direction. No material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).